Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (won't power on) has been confirmed. Upon investigation the monitor was unable to power on. The cause for the failure was isolated to the defibrillator pca and computer/analog board. High voltage travelled to low voltage circuitry, damaging multiple components on the pcas. The root cause for the high voltage travelling to low voltage circuitry could not be positively identified. Device evaluation of electrode belt sn (B)(4) has been completed. Upon investigation the electrode belt was unable to communicate with a monitor. The cause for the failure was isolated to shorted u727 and esd700 components on the distribution node pca. A root cause investigation determined that conductive gel from the therapy electrodes ingressed into the therapy electrode enclosure, causing a short on the therapy electrode pca and damaging the components. Gel was deployed from the therapy electrodes, but due to the damage to the monitor, there are no ECG recordings or flag data to confirm the treatment event. There was no death or serious injury associated with this event. Manufacture dates: monitor: 4/17/2013, electrode belt: 7/23/2015.

Event description:
A us distributor reporterd that a patient was treated by the lifevest. Gel was deployed from the therapy electrodes, but due to the damage to the monitor, there are no ECG recordings or flag data to confirm the treatment event. There is no indication that the patient sustained a serious injury from this event. The patient continued wearing the lifevest. After the alleged event, the montior was reportedly unable to power on. The patient's monitor and electrode belt were returned for investigation.